Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded 3 episodes of nonsustained ventricular tachycardia over a 3 month timeframe. It was reported that the patient was symptomatic due to pacing inhibition.

Event description:
Guidant (now boston scientific) received information that this implantable cardioverter defibrillator (ICD) recorded 3 episodes of nonsustained ventricular tachycardia over a 3 month timeframe. It was reported that the patient was symptomatic due to pacing inhibition. The device subsequently was returned 59.4 months later with no additional information.

Manufacturer narrative:
A guidant technical services consultant discussed programming options (sensitivity change) and recommended attempting to further troubleshoot by re-creating the noise when the patient comes in for the next follow-up appointment. No additional information was provided. If additional information becomes available or if the product is returned, this event will be reopened. Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our initial analysis showed this device met longevity expectations per programmed values. During visual inspection, holes were noted in the right ventricular (rv) ring, rv tip and atrial tip sealplugs. All setscrews moved freely. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device. The observed holes in the rv sealplugs may have contributed to the clinical observation of noise/oversensing that resulted in pacing inhibition.